Event description:
The customer reported intermittent iris potentiometer errors which resulted in intermittent system booting. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and calibrated. The system was tested and found to be working as intended and returned to service.